Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2005 and a mesh was implanted. The patient experienced pain, erosion of internal bodily tissue and other injuries following the procedure. It was also reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that following insertion the patient experienced urinary retention, urinary tract infection, urinary frequency, vaginal itching and burning. (B)(4).

Event description:
It was reported that following insertion the patient experienced urinary retention, urinary tract infection, urinary frequency, vaginal itching and burning.

Manufacturer narrative:
(B)(4): it was reported that the patient had a concurrent procedure of a partial hysterectomy performed during mesh implantation. It was also reported that the patient had an oophorectomy in (B)(6) 2008.in addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.